Event description:
During a coronary drug eluting stenting treatment procedure, the stent was wedged in the catheter guide. The physician was attempting to place a 3.5x16mm taxus express2 drug eluting stent in the severly calcified, 70 to 90% stenosed left common trunk coronary vessel. After various handling manueuvers, the stent remained wedged in the 6 french wiseguide catheter guide. The physician had to withdraw the catheter guide and the stent delivery system to continue the procedure. The procedure was then completed with placement of a 3.5x12mm taxus express2 stent and post dilation with a 4.0x12mm maverick balloon. There were no pt complications reported and the pt is ok.